Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-07510 and 1627487-2024-07512. It was reported that the patient had several falls. As a result, the patient was experiencing ineffective therapy and imaging confirmed the leads had migrated, it was also reported the patient's ipg was end of life. The ipg was deemed inoperable, and it is unknown if the device depleted prematurely. Surgical intervention took place where the ipg and leads were explanted and replaced to address the issue. Effective stimulation was restored.